Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow- up with under-sensing and failure to capture exhibited by their right ventricular lead. An x-ray revealed that the lead had dislodged. Lead was repositioned. Patient was stable after the procedure.